Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime warning associated with a low non-zero force. The total daily delivery added up correctly and reflected the user programmed basal rate. The caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading and the pump delivery accuracy were within specifications. Bolus exercises were completed and recorded correctly. Pump casing was opened and no anomalies were found with the force sensor circuit. The reported loss of prime issue was verified in the black box but not duplicate during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced blood glucose (bg) excursions while on pump therapy. Reportedly, on an unspecified date, the patient¿s bg reading was as low as 52 mg/dl and as high as 260 mg/dl with extreme drowsiness/difficulty waking up/confusion and rapid, deep breathing/ shortness of breath/chest pain. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly resumed pump therapy with the same pump without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that starting on (B)(6) 2014 the pump had repeated loss of prime issues with multiple cartridges from different boxes. Review of the use techniques indicated instruction for use was followed and there was no sudden change in force or temperature. In addition, it was revealed that the patient¿s insulin regimen was not adjusted for diabetes factors such as changes in stress level due to the repeated loss of prime issue, changes in physical activities (exercised nightly without adjusting insulin intake), changes in medications (taking travatan z for glaucoma with the side effects of rapidly beating heart rate/chest pain), and was manually calculation dosage incorrectly. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemic events related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time